Event description:
Medtronic bravo cf capsule, ID (B)(6), lot 64828f failed to deploy. Procedure was aborted due to this. There is a recall on this product currently for this same thing, but this lot number was not included in the recall.